Event description:
The ventilator was not delivering adequate breaths and the patient was in distress. Multiple maneuvers were tried to troubleshoot the problem both on the patient side and the ventilator side, and the problem would transiently resolve. The ventilator was removed from the room when the problem reoccurred, and the patient status improved with a new ventilator.what was the original intended procedure?ventilation.device #1is this a laboratory device or laboratory test?no.